Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the subject device has been discarded by the health-care provider, therefore, the device cannot be assessed for any deficiency. Endocarditis is an infection of a native or prosthetic ring and is an indication for ring replacement. It may occur early or late after ring replacement and typically results from either seeding of the ring with bacteria at the time of surgery by the operative team or at a later time by an infection elsewhere in the body. There are multiple redundant manufacturing controls that insure the sterility of the ring as provided to the hospital. Although not related to a product malfunction, this is a serious injury. In this case, the health-care provider noted that the reported event was not related to any device malfunction or quality deficiency. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported the mitral annuloplasty ring was explanted after an implant duration of approximately four (4) years due to severe mitral regurgitation secondary to endocarditis. Based on the follow-up with the health-care provider, "the patient initially had a mitral valve repair; he had an episode of endocarditis which was treated medically. This left the patient with severe mitral regurgitation; he eventually had redo mitral valve repair. The subject device was not implicated and has not been retained." The explanted device was replaced with an edwards annuloplasty ring. No other details reported.